Event description:
It was reported that the armada 35 ruptured with the first inflation at 6 atmospheres in the moderately tortuous and moderate to heavily calcified target lesion in the iliac/common femoral artery. Contrast extravasation from the armada was visible on fluoroscopy. After removal of the armada from the anatomy, the distal end of the armada balloon was missing and may potentially be in the patient anatomy. Snare was attempted; however, the physician could not confirm if the possibly separated portion was removed or remains in the patients anatomy. The patient is fine. There were no reported patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture and separation were able to be confirmed. Based on visual inspection and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for balloon rupture or detachment of device component reported for this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.